Manufacturer narrative:
Date sent: 08/30/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device locked down and would not release. Another device was used to complete the case. There was no consequence to the pt.